Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to solenoid failure.

Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr replaced the main board and the reported issue was resolved the fsr performed the operational verification procedure (ovp) and the device meets manufacturer's specifications. The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), for evaluation. Upon completion of the component evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "vent inop", "circuit disconnect", and "xdcr fault" (transducer fault). There was no patient involvement associated with this issue.